Event description:
Pt was admitted for a total knee replacement and placed on infusion pump with .005% morphine. At approx 0500hrs, 6-5-97 pt coded and died. Pt was still receiving drug through infusion pump at time of death. There has been no link to the pump as a cause of death.